Manufacturer narrative:
As the lot number for the devices were provided, a device history review was performed. Out of the seven reported malfunctions, samples were returned for 3 of them, the investigation on the 4 without samples are inconclusive, photographs were provided for one malfunction for review. Upon investigation, material separation was identified on one of the 3 devices and the alleged malfunction was confirmed for 2 devices. Based upon the available information, the definitive root cause for this event is unknown. The devices are labeled for single use. The catalog number identified has not been cleared in the us, but is similar to the crosser cto recanalization catheters products that are cleared in the us. The pro code for the crosser cto recanalization catheters products is identified. (Gfdv0731; gfdv0732; gfcr3412).

Event description:
This report summarizes seven malfunctions. A review of the reported information indicated that model cre14s recanalization catheters allegedly experienced material separation. This information was received from various sources. Of the seven malfunctions, seven patient were involved with no patient consequences or impact. Of the seven patients, one was reported to be male, the gender of the rest of the patients were not provided. The age and weight of all the seven patients were not provided.

Manufacturer narrative:
H10: as the lot numbers for the devices were provided, lot history reviews were performed. Out of the seven reported malfunctions, samples were returned for 3 of them and photographs were provided for one malfunction for review. The investigations for the three malfunctions were confirmed for material separation. One malfunction was reassessed and coding was updated to break (1069). The investigations for the four malfunctions that did not provide samples are inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The devices are labeled for single use. H10: the catalog number identified in section d4 has not been cleared in the us, but is similar to the crosser cto recanalization catheters products that are cleared in the us. The pro code for the crosser cto recanalization catheters products is identified in d2. H10: d4 (corporate lot number:gfdv0731, gfdv0732, gfcr3412, gfdv3737). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes seven malfunctions. A review of the reported information indicated that model cre14s recanalization catheters allegedly experienced material separation. This information was received from various sources. Of the seven malfunctions, seven patient were involved with no patient consequences or impact. Of the seven patients, one was reported to be male, the gender of the rest of the patients were not provided. The age and weight of all the seven patients were not provided.